Event description:
Customer reported erroneous differential test results were obtained for multiple pts while using the coulter lh 780 hematology analyzer. The test results were not flagged with an instrument generated message for the presence of blast cells. Blast cells (8%) were identified on manual blood smear differentials. Erroneous test results were reported out of the laboratory. No reports of death or serious injury. It is unk if there was any affect to pt treatment as a result of this event. No reports of adverse affect were received. This event represents event 11 of 15 events reported by this customer for three different pts tested over several days, with different analyzers.

Manufacturer narrative:
The instrument was within quality control specs. Controls were run before and after the event. The instrument flagging was set at 2222, which is mid-level for instrument generated differential flags. Field service evaluated the analyzer and performed optimization and verified instrument performance. Raw data was not received. Root cause could not be determined. There was an instrument generated flag for nucleated red blood cells to alert the operator to review the results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaint for add'l reportable events. This MDR represents event 11 of 15 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01149, 01150, 01151, 01152, 01153, 01154, 01155, 01156, 01157, 01158, 01160, 01161, 01162, 01163.